Event description:
It was reported that this right atrial (ra) lead has dislodged into the superior vena cava (svc), and the patient experienced intermittent diaphragmatic stimulation, which was confirmed by x ray. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead has dislodged into the superior vena cava (svc), and the patient experienced intermittent diaphragmatic stimulation, which was confirmed by x ray. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicates that the right atrial (ra) lead was pulled back to the subclavian. This ra lead was extracted, replaced of the same model and will be returned for analysis. No additional adverse patient effects were reported.